Manufacturer narrative:
H3 other text : not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The user alleged visualization of particles in a dreamstation auto CPAP device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The user alleged visualization of particles in a dreamstation auto CPAP device. There was no report of serious patient harm or injury. The manufacturer received additional information that the customer alleged of coughing up dark stuff while using the device. There were particles in tubing and reservoir of the device. The user uses vinegar and water to clean the unit on a weekly basis. This report is being submitted as a follow-up for the additional information received from the customer. Section h6 has been updated accordingly.